Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer alleged the pump was not delivering insulin properly. The customer discontinued use of the pump and reverted to manual injections. Reportedly, the customer's bg level remained high due to not supplementing therapy with long acting insulin. Subsequently, the customer was hospitalized due to diabetic ketoacidosis with a bg level of 896 (mg/dl). While in the hospital the customer received insulin intravenously and manual injections. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.